Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with a gehc service representative . The flow sensor was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit stopped mechanically ventilating during a case. The bag/vent switch was toggled and then mechanical ventilation was able to continue. There was no report of patient injury.